Event description:
It was reported the device was replaced one day post implant, after three inappropriate shocks, due to 'unstable egms'. No further patient complications have been reported as a result of this event.